Event description:
A company representative reported that while inserting a tlif cage during a lumbar arthrodesis, the tip of a tritanium tl steerable inserter shaft broke. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A company representative reported that while inserting a tlif cage during a lumbar arthrodesis, the tip of a tritanium tl steerable inserter shaft broke. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.